Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The same day as diagnosis of the peritonitis, the patient was hospitalized for the peritonitis event. The same day the patient began treatment with vancomycin and ceftazidime (doses, frequencies and routes of administrations not reported) for the event of peritonitis. After twelve days, treatment with vancomycin and ceftazidime was stopped and on the same day, the patient was discharged from the hospital. Dianeal therapies were ongoing. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.